Manufacturer narrative:
The returned device was evaluated and no bents or kinks were seen on the soft cannula. The linkage assembly seen through the top housing was observed to not be fully retracted causing the needle to be exposed. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks can be seen on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred. Data extracted from the device showed no timeouts or drive stalls. Device ran for 1070 pulses. The cause of the interference between the linkage assembly and top housing could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26.7 mmol/l (480.6 mg/dl) while wearing the pod on the arm between 36 and 48 hours. The pod was removed and the cannula was noted to be bent. A manual insulin injection using a pen was administered and a new pod was applied to treat the hyperglycemia.